Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site, and as a result experienced a low blood glucose (bg) level. Bg value not provided. Due to the decreased bg the customer lost consciousness and required assistance from emergency medical staff (ems). Customer went to the emergency room and was subsequently hospitalized. The customer was ultimately released from the hospital (release date was not provided) and reverted to an alternate method of insulin therapy. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.